Event description:
It was reported; "modular broach broke during rasping femur - able to remove with vice grips, pt's femur was fractured in process - cerclage wire was used".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.